Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/16/2020. Additional h3 investigation summary: four unopened samples of product code vcp422, lot pb7897 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pb7897, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.